Event description:
I had mentor memory gel silicone breast implants implanted in (B)(6) of 2012. Immediately I could sense that something was not right with the left implant. I felt a sensation that mimics bubble or movement of some sort. The doctor assured me that it looked and felt completely normal and possibly was the feeling of the implant settling into place. Shortly after, within 6 months, I started noticing things going wrong with my body. Problems with my feet and plantar fasciitis, knee pain, hip pain, breathing troubles, stomach (gi) issues, low back pain, irregular heart rates, rashes that appear on my torso, rashes on my face, red/inflamed face, acne, thinning hair, swollen fingers, upper back/neck pain, dry skin, cough/throat clearing, fatigue, problems with memory, problems with memory, problems with train of thought, strange/strong body odor, increased sweating, intolerance to weather (heat and cold), ear ringing, metallic taste on tongue, muscle twitching, worsening eye sight, blurred vision, eye twitching, swollen eyes, low libido, ovarian cysts, numbness in left arm/ fingers, fatigue, left chest/ rib pain, and sound sensitivity. I have gone to many doctors: general practitioner, obgyn, optometrist, chiropractor, myofascial release therapist, orthopedic surgeon, physical therapist, and neurologist trying to determine the root cause of my problems. Not one of them told me that my symptoms could be linked to my breast implants. I am convinced at this point that the implants are at the root of these problems. At this point I have scheduled to have an explant for (B)(6) 2019. This experience has really effected my quality of life. It has been quite expensive to constantly go to doctors to determine where the problems lie, to no avail. I have four children, and it is hard to care for them as I am so tired and in a great deal of pain.